Event description:
The customer reported to philips healthcare that the heartstart xl couldn't discharge. There was no negative pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.